Event description:
Reporter indicated she was unable to retrieve previous data from her handheld on a pt from a previous office visit. Returned goods authorization has been issued for return of the reported flashcard.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.